Event description:
It was reported that the communicator caught fire and was no longer working. A boston scientific technical services (ts) requested communicator replacement. No adverse patient effects were reported. The communicator will be return for repair or analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.